Manufacturer narrative:
Isi has not received the instrument involved with this complaint for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is obtained and/or if the instrument is returned, a follow up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the instrument broke off and fell inside the patient. Although the instrument fragment was retrieved without patient harm, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during the da vinci-assisted inguinal hernia repair procedure, one of the two jaws of the harmonic ace curved shears instrument allegedly broke. A fragment from the instrument reportedly fell inside the patient but was retrieved during the same procedure. On august 3, 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgeon removed the instrument fragment from the patient¿s stomach using another unspecified coelioscopic instrument. The surgeon completed the surgical procedure using another harmonic ace curved shears instrument.

Manufacturer narrative:
Review of the system logs showed that two harmonic ace curved shears instruments were used during the procedure (part #480275-08, lot #m10171025 0129) and (part #480275-08, lot #m10171025 0139); which reflects the use of a spare to complete the procedure. Harmonic ace curved shears instrument (lot #m1017102 0129) was returned for evaluation; however, harmonic ace curved shears instrument (lot #m1017102 0139) was not. Harmonic ace curved shears instrument (lot #m10171025 0129) was found to have a broken blade roughly 0.106 inches from the base. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. At this time, it is unknown if harmonic ace curved shears instrument (lot #m1017102 0139) was additionally defective as this instrument has not been received for evaluation. Based on the current information provided, this complaint is no longer deemed reportable. There is no evidence that the harmonic ace curved shears instrument malfunctioned in a way that could contribute to an adverse event if it were to recur. The instrument was returned to isi, evaluated, and the instrument damage found can be attributed to user-error. Additionally, there is no evidence that the instrument caused or contributed to an adverse event.